Manufacturer narrative:
Several attempts were made to obtain more information and retrieve the explanted product; however, they were unsuccessful. If the product is returned at a later date, it will be analyzed and an amended report will be filed

Event description:
Additional information was received indicating the device could not be interrogated during a second implant procedure and was subsequently not implanted. A copy of the device¿s memory was analyzed and confirmed that the device remains in storage. The decrease in longevity is considered normal based on 4 charges, magnet application or stored shelf time since manufacture. Analysis also confirmed that there have been no faults or malfunctions observed in the memory and the inability to interrogate could be due to electromagnetic interference (emi) noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated during pre-implant interrogation. The programmer was changed but it did not resolve the issue. The device was reset with a magnet and the device was then successfully interrogated and no fault code or warning message was displayed. Shortly afterward the issue returned. Attempts to obtain additional information were unsuccessful. All available information indicates that this device remains in field stock and has not been implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the subcutaneous implantable cardioverter defibrillator (s-ICD) was performed. Visual inspection of the s-ICD did not reveal any abnormalities. Radio frequency (rf) communication with the s-ICD had wakeup periods less than 1.8 milliseconds which is not long enough for reliable rf operation. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit. Analysis could confirm the allegation made against the s-ICD in the field.